Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth was provided. Date of event: unknown. The date received by manufacturer has been used. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract, and was involved with a dirty needlestick injury. It has not been specified whether medical intervention was administered as a result of the dirty needlestick injury. The following information was provided by the initial reporter: after placing a 20g IV m the patient, the nurse placed the used needle on the table. She did not realize that the needle had not self retracted as it was supposed to and she received a needle stick when she went to pick up the needle to dispose of it.